Event description:
Reporter indicated that device diagnostic testing at office visit revealed that the normal mode output current setting was set to oma instead of to prescribed parameter, resulting in a loss of therapy to the pt. It was reported that the pt had an accident four days earlier, at which time he ran into a doorway, striking his chest directly over his generator. The pt's device was reprogrammed to prescribed setting without incident and device diagnostic testing was within normal limits, indicating proper device function.